Manufacturer narrative:
Additional information was received on 2/5/2020, patient had an explantation on (B)(6)2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture. Concomitant medical products: 350cc mentor siltex round moderate profile memorygel breast implant lot: unknown serial number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation surgery with 350cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii and rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2019.